Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to infection. During the procedure, the taper would not disengage from the stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date with competitor products. Subsequently, patient was revised on an unknown date. All components were removed and replaced with biomet products. Patient was revised again on an unknown date due to infection. During the procedure, the taper would not disengage from the stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to infection. During the procedure, the taper would not disengage from the stem.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.